Event description:
It was reported that the sales representative (sr) received a phone call from the cath lab rn. The rn stated that fiberoptix sensor (fos) would not zero. The sr requested that the rn remove the blue slider and try again. The rn did so and did not have any audible tones and the light bulb on the screen remained black with blue surrounding. As this iab was not inserted at this time, the sr suggested that the rn retrieve a non-fos balloon or use another fos iab for the patient. The rn stated they only had 30 cc fos iab's and they needed a 40 cc catheter. The sr explained to the rn, that an md would have to determine what is best for the patient. The sr requested that the rn save the iab and the sr would pick it up. The patient is in stable condition and there were no problems noted. A second iab was inserted without difficulty.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.